Event description:
The deep brain stimulation and extensions were explanted due to infection. The devices were replaced at a later surgery (see mfg. Report # 2182207-2009-06950). After replacement, the patient had a good clinical outcome with no side effects. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.